Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device was not ventilating the patient for a short time. The device recovered the function by itself. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the device performed a warm start of the ventilation unit with accompanying audibly alarm in reaction to an exception failure of a software task. After the warm start has been completed, the ventilation was automatically continued with the latest settings. The root cause for the observed exception failure could not be determined. A test run with an independent device and comparable attached network environment was performed but found no deviations. The investigation found no indication for a device or software malfunction. A local electromagnetic disturbance should be taken into consideration as root cause of the observed reboot. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software will trigger a warm start of evita infinity v500 in order to reset the micro processing system to a specified state. A warm start sequence of the ventilation unit may last up to 8 seconds. During the warm start, the safety valve opens to ambient allowing for spontaneous breathing. After successful completion of the warm start, evita infinity v500 will resume the ventilation with the latest settings. The alarm message ¿ventilation unit restarted¿ will be posted in order to alert the user. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was not ventilating the patient for a short time. The device recovered the function by itself. There were no health consequences for the patient reported.